Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a flexima biliary stent was used during a biliary drainage procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the stent was attempted to be released and the guide catheter stretched. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Preliminary evaluation of the complaint device by the investigation site revealed the guide catheter to be broken, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the event of guide catheter broken. The stent and delivery system were returned for evaluation with the stent detached from the delivery system. The suture was not intact at the distal end of push catheter and was not returned for evaluation. The cap of the touhy borst was also not returned for evaluation. Visual examination revealed the suture hole of the push catheter to be slightly torn. The guide catheter was found to be stretched and broken near the proximal end. The distal, broken piece of guide catheter was not returned for evaluation. Based on the condition of the returned device, it is possible the suture twisted around the barb of the stent or embedded in the guide catheter leading to resistance and breakage of the guide catheter. The noted damage is most likely due to procedural or anatomical factors encountered during the procedure (such as patient tortuous anatomy, tight stricture, or maneuvering of the device). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.